Manufacturer narrative:
Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered. Investigation conclusion: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 0231750. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 5ml saline fill experienced a cracked/damaged/deformed/bent tip/luer of syringe. The following information was provided by the initial reporter: after the infusion, the patient took the flush to seal the tube, but found that the tip of the syringe was broken, and there was no liquid in the syringe, so the patient replaced a new one to seal the tube.